Event description:
Clinical narrative: impella 5.5 was inserted via right axillary subclavian artery access site in a 60 year old male for an acute myocardial infarction/ cardiogenic shock. The patient¿s comorbidities are unspecified. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage c. The impella 5.5 was implanted and ran with dextrose 5% water and 25 milliequivalents (meq) of sodium bicarbonate in the purge solution for approximately 19 hours when a pump stop occurred. There is no additional information provided on pump performance prior to pump stop. There is no documentation on patient status after pump stop, however, it is reported that the initial impella 5.5 pump was removed and replaced with a new impella 5.5. It was also reported that approximately 2 hours after the new impella 5.5 device was inserted and running, the physician decided to switch to a back up automated impella controller (aic) "to feel safe." There were no reported alarms or malfunctions noted on the aic prior to the physician transferring support to another aic. It was noted that local abiomed support did advise the physician that there were no indications of aic malfunction or impella 5.5 device malfunction, however the physician elected to make this change anyways. There were no reports of patient instability during this time. The patient outcome is reported as survived.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document that no device is available for return. This information is consistent with the initial MDR, which indicated that the device was not returned to the manufacturer.

Manufacturer narrative:
Based on engineering review there is no apparent allegation against the console. The user replaced the console to be safe following a pump stop but there is no indication the console contributed to the pump stop. Pump stop event is already captured to related report number in h10. Previous report(s) for the console should be disregarded. No further reports will be provided after this correction.